Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. According to the instructions for use (IFU), when changing a battery, users are instructed to grasp the cable of the fully charged battery near the connector, leaving the connector free to rotate. They are then to line up the solid white arrow on the connector with the white dot on the controller. Users are to gently push the cable into the controller. They are further instructed not to twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. Users are to always confirm that the battery cables are properly locked on the controller by gently pulling the cable near the controller power connector. They are cautioned to not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Per the IFU, users are instructed to return any damaged components to heartware. Any observed damage to the component would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that patient complained that battery(B)(4) does not stay connected to the controller. Patient states that the battery becomes loose and pops off. There were no reported patient consequences associated with this event. No further information was provided.

Manufacturer narrative:
It was reported that the battery connector would become loose and disconnect from the controller. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed during bench testing; the battery performed as intended at the bench. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The battery's output cable was pulled and twisted when connected to a test controller. The results revealed that the connection was secure and did not disengage as alleged. As a result, the reported event was not confirmed nor duplicated. No failure detected, the battery performed as expected. The battery was able to mate properly and engage securely to a controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.